Event description:
It was reported that the patient experienced elevated glucose levels, reaching 388 mg/dl on their sensor. The patient was using a steel infusion set and had changed the site several hours before the rise in glucose. After eating dinner, glucose levels initially increased for about an hour, temporarily decreased to 170 mg/dl, and then began to climb again. A glucometer check showed a reading of 506 mg/dl. The patient disconnected from the site, and drops were observed from the tubing, with no leaking noted from the cartridge. The patient proceeded to change the infusion set. Following the site change, glucose levels remained elevated and flat, with readings of 387 mg/dl on the sensor and 431 mg/dl on the glucometer. The patient decided to disconnect from the device, administer insulin via injection, and reassess their condition the following morning. During questioning, the patient reported recent steroid use for asthma, which could have contributed to the elevated glucose levels. The patient was advised to contact their healthcare provider for guidance. The patient confirmed that glucose levels had been out of range for approximately six hours, had performed ketone testing with negative results, and experienced dry mouth but no other acute symptoms. No medical intervention or additional assistance was used. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.